Manufacturer narrative:
Based on the review of the complaint details returned and the device history records review atrium medical cannot conclude that the inability of the balloon to come back through the introducer sheath was a fault of the design or manufacture of the device. It is possible that the balloon was not allowed to deflate fully prior to withdrawing the balloon back through the introducer sheath or the guidewire used was damaged. Clinical evaluation: aortoiliac occlusive disease is the blockage of the aorta, the main blood vessel in the body, or the iliac arteries. The iliac arteries are the branches that the aorta divides into around the level of the belly button to provide blood to the legs and the organs in the pelvis. This blockage is typically caused by a buildup of plaque and/or calcification within the walls of the blood vessels. Angioplasty is a procedure to open narrowed or blocked arteries. Angioplasty and stent placement are two ways to open blocked peripheral arteries. The advanta v12 covered stent system is indicated for restoring and improving the patency of the iliac and renal arteries. When a balloon cannot be withdrawn back into the sheath for retrieval, the entire system may need to be removed as one in order to not damage the vascular tissue. This may represent a delay in the procedure for the patient. The instructions for use (IFU) warns do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered.

Event description:
Surgeon deployed a 10 mm x 59 mm v12 successfully. Following deployment, upon attempting to pull back on the balloon catheter into the introducer sheath he was unable to pull the balloon along the wire. Surgeon ended up removing the balloon catheter, wire and sheath all at the same time. Upon inspection he could still not pull the balloon along the wire. He then had to use a new wire to do a final angiography contract run and ensure that the stent had deployed correctly and complete the procedure. No harm to patient.